Event description:
The customer went to the emergency room due to high bgs. The customer stated that an alarm occurred during prime. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. It was mentioned that the pump had an alarms.